Event description:
Customer reports 2 incidents of blood leaks on use #5 and use #6 at the onset of pt treatment. Estimated blood loss 200 cc's. Noted by a blood leak alarm. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.